Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer also has sight and other health issues that may have contributed to the event. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.